Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was not provided. On (B)(6) 2019 a catheter revision was being done. No further complications were reported or anticipated.

Event description:
Additional information was received that reported the issue that necessitated the catheter revision was the patient complained of loss of analgesia and experienced diarrhea about 2 weeks prior to her appointment on (B)(6) 2019. A flipped pump was discovered (B)(6) 2019. A dye study was attempted but unable to aspirate. It was unknown if the cause was determined. The indications for pump use were malignant pain and head/neck(non-malignant). No further complications were reported or anticipated.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237. Additional review indicated the correct manufacturing site is 3004209178. Device code c53269 and patient code c76143 no longer applicable. Conclusion code 22 is for the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (500 mcg at 34.54273 mcg/day) via an implanted pump. The indication for use was malignant pain and headache (non-malignant).it was reported the patient had a loss of analgesia since (B)(6) 2018. The patient was examined, on (B)(6) 2019, and it was noted the pump was flipped and the catheter was occluded. It was noted the pump was malpositioned in the pocket. No aspiration of access port and positive for fluid. It was indicated the event was related to the device or therapy and related to the implant procedure. Pump pocket and catheter revision was completed on (B)(6) 2019. The patient's weight was (B)(6). The issue resolved without sequelae on (B)(6) 2019.